Manufacturer narrative:
H11: additional manufacturer narrative: updated: b7, g3, g6, h2, h6: (component code, device code, type of investigation). H11: corrected data: b5, h6: (health effect impact). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm 2800 aortic valve underwent a valve-in-valve procedure after an implant duration of 21 years, 10 months due to severe aortic stenosis and regurgitation. The tavr was successfully performed with a 23mm 9755rsl valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 23mm 2800 aortic valve was explanted after an unknown implant duration due to unknown reason. The explanted valve was replaced with an unknown valve. The surgery was done in (B)(6).